Manufacturer narrative:
Visual inspection of the returned mis rim impactor, straight cup inserter confirmed that the threaded tip on the hex bolt had fractured. Review of receiving/inspection reports confirmed that the inserters from the lot were accepted by zimmer quality control without issue. The fractured threaded tip fragment was not returned for further evaluation. The reported device is used for treatment. The frequency of use of this instrument is unknown. It could not be confirmed if an adapter/cap was used on the device. With the information provided a specific cause cannot be determined with certainty.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It was reported the acetabular shell inserter tip was found to be fractured before use in surgery.